Event description:
Epidural needle inserted. #19 ga. Epidural flex catheter would not advance beyond thumb bars. Second catheter from the kit used, unable to advance it. Md had to use a 20 ga epidural catheter from a perifix catheter anesthesia set (bbraun medical inc).